Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of 'constant downstream occlusion error' was verified through review of the event history log (ehl) as downstream occlusion messages. The reported issue was not reproduced during evaluation and no cause was determined. No correction required. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a false upstream occlusion alarm. Service evaluation did not experience the issue but the ultrasonic sensor was the determined cause. The ultrasonic sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion error during testing. There was no patient involvement. No additional information is available.